Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery using a penumbra system 3max reperfusion catheter (3max). During the procedure, while attempting to advance a 3max coaxially with a penumbra system 5max ace reperfusion catheter (5max ace) over a non-penumbra balloon guide catheter, the physician noticed under fluoroscopy that the non-penumbra guide wire became folded and looked as if it was protruding laterally and irregularly but not from the tip of the 3max. The physician mentioned that there was slight resistance while advancing the 3max over the guide wire. The 3max and 5max ace were then removed and the procedure was completed using a new 3max and 5max ace. There was no alleged deficiency with the first 5max ace. Additionally, there was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the distributor indicated that a device investigation by the manufacturer was no longer needed. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer being returned.